Event description:
It was reported that the posterior capsule was ruptured during intraocular lens insertion. The lens was intraoperatively removed and replaced with an anterior chamber lens. Additional info has been requested. Please reference MDR#: 1119279-2013-00131 for the delivery device used during the event.

Manufacturer narrative:
The lens has not been returned to b&l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.